Manufacturer narrative:
Additional inforamtion: the lesion treated during the procedure was highly calcified, moderately tortuous with 99% stenosis in the right coronary artery (rca). The lesion was pre-dilated and treated with rotablation. There were no other issues noted with the onyx trustar which remains implanted in the patient. The device was only noted to be expired when the product was invoiced after it had been used. There was no patient impact or effects such as being placed on antibiotics as a result of the event. Initial reporter name and phone number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one onyx trustar coronary drug eluting stent was used in the patient when it was identified that the product had expired by approximately 8 days. The device was inspected with no issues. Negative prep was performed with no issues. The device did not device pass through a previously deployed stent. There was no resistance encountered when advancing the device, and excessive force was not used during delivery. No patient complications were reported as a result of the event.

Manufacturer narrative:
Please note that this device (onyx trustar) is not marketed in the united states; however, the device is deemed the same as the united states marketed device (onyx frontier). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.